Event description:
Information was received through a voluntary medwatch report # (B)(4). Post cerebral angiography, the pt developed rash like patches possibly representing micro emboli. He also had some mild foot pain around these areas. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the tip of the sheath within the artery. No treatment indicated. The patient experienced micro emboli. All of the micro emboli have been resolved.

Manufacturer narrative:
Expiration date unk ad lot # is unk. (B)(4). Coating coming off. No complaint device has been returned. Final inspection specifications for angiographic catheters state: "confirm catheter material type/french size." In-process and final inspection specifications for hydrophilic coated states: "verify lubricity and durability are sufficient." Complaint history indicates reports of microemboli from hc devices, but causality between such emboli and the described symptom(s) is unclear at this time. Rash reported as self limiting and mildly symptomatic (mild pain). Quality engineering risk analysis was used to evaluate the associated risk. A CAPA was previously initiated for this failure mode based on prior similar events. Although no complaint device will be returned, the failure model has been confirmed from the information supplied by the complainant. The appropriate internal personnel have been notified and we will continue to monitor for complaints for similar events.